Event description:
As reported via the implant patient registry department, sixteen days s/p transcatheter aortic valve replacement (tavr) procedure, the patient expired. One day post tavr, the patient was underwent a pericardial patch procedure due to left ventricle laceration. The device history records for the valve were reviewed and the device was found to meet manufacturer's specifications prior to release for distribution.

Manufacturer narrative:
Edwards has made multiple attempts to contact the site for the cause of death of the patient. At this point, no additional information is available and the investigation is on-going.

Manufacturer narrative:
Investigation revealed that this patient experienced a ventricular perforation event on the day of the tavr procedure post valve deployment. This event was previously reported to the FDA under report number: 2015691-2012-17318. The official cause of death of the patient is not available from the hospital. It was noted that the patient was discharged (b)(6 days prior to her death. The physician indicated that there were no echo or fluoro imaging taken at the time of discharge. The exact cause of death is unknown and there is insufficient information available to determine the cause of the patient' death at this time. There is no evidence at this time that the death is related to the edwards valve. No corrective or preventative actions are required at this time.